Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope while pacing. Boston scientific technical services (ts) was consulted to review a remote interrogation. Upon review it was found that the patient is one percent paced and the pacing counters had not been reset for over six months. Further review found no stored episodes. The presenting electrogram (egm) showed that the patient was in a slow rate of 50 to 44 beats per minute and the device was programmed to a lower rate limit of 40 beats per minute. The cause of the syncope remained unknown. It was also noted that the device explanted five days later during a therapy upgrade procedure. No additional adverse patient effects were reported.